Manufacturer narrative:
(B)(4). Batch # n5594h. The analysis results showed that one ecr45w cartridge reload was received. The reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a video assisted thoracoscopic lobectomy procedure, the stapler of white cartridge was shapeless during closing pulmonary artery in the operation, and it had bleeding about 500 ml. The surgeon sewed the artery timely which prolonged procedure time. Since the bleeding was treated properly and timely, the patient recovered well. There were no adverse consequences for the patient reported.